Event description:
It was reported that the patient felt an overstimulation sensation. The patient went on a cruise and it was thought that the engine on the cruise had ¿bothered his stimulation.¿ stimulation had to be turned down really low so that the patient could walk. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).